Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that resulted in an internal leak, corrosion on internal components, low batteries and data loss. Without the data it could not be determined whether an alarm was generated and whether the internal tear may have contributed to the reported alarm. A crack was observed on the top housing. It could not be determined if the crack also contributed to the corrosion from fluid ingress. The timing and cause of the crack could not be determined. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 4-24 hours of wear on the arm, the pod emitted a hazard alarm. This led to the patient¿s blood glucose levels increasing to approximately 300 mg/dl overnight. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.